Event description:
Clinical study: it was reported that 16 days after a coronary artery drug eluting stenting procedure, the pt expired. The lesion treated was a 3.5mm 95% stenosed distal right coronary artery (dist rca). The lesion was not predilated. The physician placed a 3.50x28mm taxus express2 8.8% drug eluting stent in the dist rca. In 2004 the pt expired post procedure before discharge. In the opinion of the physician the cause of death was respiratory failure post bowel resection. There was no autopsy. In the opinion of the physician the relationship to the target vessel is "not involved".